Event description:
It was reported that non sustained right ventricular episodes were observed on the implantable cardioverter defibrillator (ICD). A review of the episodes confirmed the cause of the episodes to be crosstalk. The issue seemed to be related a non-abbott lead that appeared to exhibit cross talk and a possible fracture/insulation issue. The patient was advised to get a chest-x-ray to assess the non-abbott lead. No programming changes were made to the ICD. Results of the chest x-ray were not available. The patient was stable.